Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test and self test.

Event description:
It was reported that insulin pump had button error alarm. The customer¿s blood glucose level was unknown. The customer stated that button was not pressed for longer than 3 min. The insulin pump will be returned for analysis.